Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, rv oversensing due to loss of rv capture issue was observed. Patient was brought into the clinic and upon further assessment, r-wave and pacing lead impedance values were in normal range. Capture threshold had risen. A chest x-ray showed normal lead placement with acceptable slack consistent. Programming changes were made and capture was observed at higher output. Patient was stable and will be followed up in a month.

Event description:
New information received on august 17th, 2018 stated that rv oversensing was a result of intermittent functional loss of capture followed by intrinsic qrs sensing. The patient was asked to come to clinic for further investigation. No further information available.